Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the display screen of the epg was broken. However it was noted that the liquid crystal display (lcd) was bleeding. It was further noted that the output connector assembly, hanger assembly, upper and lower cases were broken, the epg had several similar errors in the logs, keypad was scratched, encoder assembly, knobs, one nut and six cases screws were contaminated, display wires were pinched wire exposed and output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the external pulse generator (epg) was broken. There was no patient involvement.